Event description:
Customer reported blood glucose results of 380 mg/dl, 142 mg/dl, and 103 mg/dl within 10 minutes on the aviva system. Customer did not treat or act on result. No adverse event reported. A request was made for the return of the system, replacement was sent.